Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm06080, vascular stent graft, allegedly partially deployed and fractured at the outer sheath. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.